Manufacturer narrative:
After investigation of the data, it was determined that the root cause may have been a customer handling error which caused a gripper alarm. The customer manually removed the cassette while the system was online. The system does not realize the cassette has been removed and will continue pipetting which may lead to air bubbles and subsequently lead to the results yielded. No adverse event was reported.

Event description:
The customer received discrepant results for four patient samples tested for ethanol on the c501 analyzer. All initial results were reported outside of the laboratory. The customer determined that a "tech" had manually removed a cassette from the analyzer. The samples were initially run during that time. Sample one initially resulted as 11 mg/dl accompanied by a data flag. This result was questioned by the ER, so the sample was repeated with a decreased sample volume and resulted as 523 accompanied by a data flag. Sample two initially resulted as 16 mg/dl accompanied by a data flag and repeated as -2 mg/dl accompanied by a data flag. Sample three initially resulted as < 10 mg/dl and repeated with increased sample volume as 195 accompanied by a data flag. Sample four initially resulted as 37 mg/dl accompanied by a data flag and repeated as 1 mg/dl accompanied by a data flag. No patients were adversely affected by the event. The customer indicated for patient number four that the ER could clinically see that the ethanol result should have been "positive" so the initial result was immediately questioned. The customer considers any values below 50 mg/dl to be negative. The ethanol reagent lot number was 64500101 with an expiration date of 01/31/2012. The field service representative determined that the issue was caused by the account removing the ethanol cassette manually, then running tests. The customer loaded the cassette that had not been unloaded from the analyzer correctly, then unloaded it. A new cassette was then loaded. The customer ran calibration and quality control; these were good.

Manufacturer narrative:
The field service engineer provided additional clarification stating that the customer had a jam when trying to unload the cassette. The alarm instructs the operator to remove the cassette by hand which is what they did.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.